Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative. It was reported that the additional procedure to replaced the lead has occurred. It was noted that this was confirmed/provided by the physician.

Manufacturer narrative:
H3. Device analysis for ins (B)(6) revealed proximal segment of the lead stuck inside the ins connector port. The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. Device analysis for lead (B)(6) revealed the medial segment had corroded connectors, broken conductors, and insulation pulled out. The returned device was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 977a275, serial/lot #: (B)(6); ubd: 17-aug-2025, UDI#: (B)(4); implanted: (B)(6) 2022, product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider[hcp]) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the lead was stuck in the ins. The hcp experienced issues with taking out the lead from the ins. They tried pulling out the lead without success. There were no visible indications that could explain why the lead was stuck. When loosening the ins at the lead, the thread came loose but the lead itself was stuck in the ins. It was recommended to try to carefully rotate the lead while at the same moment try to gently pull the lead out, but this was without success. The issue was not resolved. The ins was explanted, and the lead would be replaced in the future. A session report from 13-may-2024 was provided which showed high, out of range impedance of greater than 10000 ohms on all pairs that included electrode two or three. Other electrode pairs had impedance values within normal range. No symptoms were reported.

Manufacturer narrative:
H2. Correction: upon further review, h6 code d16 does not apply to this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.